Event description:
(B)(4) study. It was reported that a restenosis was occurred. On september 2011, the subject presented due to silent ischemia and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 70% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with direct stent placement using a 2.50 mm x 20 mm taxus element stent, with 0% residual stenosis. On the second day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, it was noted that the patient experienced recurrent heart failure, coronary angiography showed significant restenosis of the proximal left anterior descending (lad) artery. Where the study stent was placed. The stenosis was treated with percutaneous transluminal coronary angioplasty (ptca) with drug eluting stent (des).

Manufacturer narrative:
Date of birth: 1939. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Describe event or problem, relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the 50% focal restenosis of the previously placed stent in the proximal to mid lad was treated with a non-bsc drug eluting stent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, 99% stenosis in mid lad was treated with placement of drug eluting stent with 0% residual stenosis.